Event description:
It was reported that during a sleeve gastrectomy procedure, 4th firing on stomach body, the staple b shape formation was not complete and caused leakage and bleeding.

Event description:
It was unknown how much blood was lost (ml). The patient did not require a transfusion. Buttressing material was not utilized.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the leak controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally, the opening mechanism was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the release button was noted to be broken. It is possible that excessive external load was over the release button. The event could not be confirmed as no malformed staples were noted during functional testing. Although no conclusion could be reached on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipping. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.